Event description:
It was reported that the patient received inappropriate therapy while exercising. After investigation, post paced t wave oversensing was noted. Device reprogramming and lead repositioning or replacement were recommended.

Event description:
New information received states the device was successfully reprogrammed. Device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.